Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose ranged from 180-181 mg/dl. The customer reverted to manual injections for insulin therapy.